Manufacturer narrative:
The reported events were signal noise, insulation damage, and device contamination were not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found the outer insulation was cut/damaged consistent with procedural damage. No anomalies were found.

Event description:
It was reported that the patient's atrial lead exhibited noise and had low, decreasing pacing impedance prior to pocket closure. It was noted that there was blood in the lead body, indicative of insulation damage. The lead was removed and replaced during the procedure on (B)(6) 2023. There were no patient consequences.